Event description:
Pt was 91 yr old female admitted for abdominal pain. During diagnostic work-up, ruptured abdominal aneurysm was noted. Two surgeries ensued. Post surgery, pt suffered increased congestive heart failure and a degeneration of her physical condition due to swallowing difficulties. Pt had a central line inserted for fluid nutrition. Pt and family refused feeding tubes and do not resuscitate order was placed. On 12/14/99, pt received two medications that required frequent bp checks. A monitor was placed on a bedside table for this purpose. At 7:30 am, staff observed that the monitor had fallen off table and had landed on the central line tubing. It was noted to be infusing. Over the course of the next 90 minutes, several visits were made. Each time, pt was re-positioned due to restlessness. At 9:00 am, a staff member noted lack of respiration. Honoring the do not resuscitate, no attempts were made. Further checks identified that the central line had disconnected and pt had experienced blood loss. It is unknown what quantity and what role this played in pt's demise. 15 min had transpired since IV was last seen infusing. There is question as to whether the monitor falling on the line had loosened the connector, which was further threatened by the pt's movement/restlessness.